Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had failed battery and blank display. The customer¿s blood glucose was unknown. Customer stated that they had bad battery alert. Customer stated batteries are not lasting and just shut off because of a depleted battery. The troubleshooting was performed and was advised that they had to insert the new battery. Customer stated that the display returned. The customer was advised to clean the battery cap contacts with a cotton swab and ipa (isopropyl alcohol). The insulin pump will not be returned for analysis.